Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Caps were returned on the extension lines. The caps contained obvious signs of use in the form of biological material. Visual examination of the catheter did not reveal any defects or deformities. The total length of the catheter body measured to be 218 mm which is within specifications of 207-227 mm per product drawing. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped and all three lumens were injected using a lab inventory syringe. No leaks were detected. Each of the lumens was then connected to the leak tester and leak tested in accordance with bs en iso 10555-1 annex c (referenced in amrq-000071 rev 12), "no catheter liquid leakage shall occur in the form of a falling drop of water in 30 seconds." Each of the lumens was pressurized to 300 kpa with the distal end of catheter occluded. The pressure was held for 30 sec and the catheter body was monitored for leaks. No leaks were detected. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body leak was not able to be confirmed by complaint investigation of the returned sample. The catheter passed all dimensional and functional testing. Based on the sample received , no problem was found on the catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "it was reported that the catheter was found damaged and leak was found after several hours of placement. The catheter had been placed to the patient about 13cm, however, the patient attempted to forcibly pull the catheter out so that the catheter in the patient was about 5cm when discovered." No patient injury or complication was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "it was reported that the catheter was found damaged and leak was found after several hours of placement. The catheter had been placed to the patient about 13cm, however, the patient attempted to forcibly pull the catheter out so that the catheter in the patient was about 5cm when discovered." No patient injury or complication was reported. The patient's condition is reported as fine.